Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased pacing impedance measurements, high threshold measurements, noise, oversensing and pacing inhibition. The noise was able to be reproduced with isometrics. An invasive procedure was performed. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received that pacing impedance measurements had increased to the 1,600 ohms range. Lead to device header connections were verified to be appropriate, however, the root cause of the observations was not determined.